Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller failed visual inspection because the controller port two was found loose to the controller housing with the o-ring gasket displaced. Additionally, the controller port one connector was found loose from the controller housing with the o-ring gasket displaced. As a result, the reported event was confirmed. This controller was received with the old software version installed (no smr upgrade performed). The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. This will most likely result in user annoyance with no effect on the functioning of the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A male patient reported that the power port on his controller was loose and partially out. He was instructed to come to the clinic for further assessment and for a possible controller exchange. The patient did not report dropping his controller. The patient reported disappointment that the device which he had had for two months wasn't more durable. The patient underwent elective controller exchange, was given a new backup controller and was further instructed on how to properly connect and remove his batteries and demonstrated correct procedure for doing so. There was no other reported patient issue or injury.